Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem with the touch pen. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
It was confirmed that the touchscreen was out of calibration, and it was unable to be calibrated. The issue was attributed to a faulty printed circuit board (pcb). The pcb was replaced, the touchscreen connection was cleaned and re-seated, and the screen calibrated. Storage bay and keyboard were found to be damaged, and were replaced. The printer was missing a lever and was left unrepaired. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 the programmer was returned for service.